Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit, that a tubing separation occurred a year ago in the intensive care unit. The end user cannot recall if the separation occurred at the upper or lower fitment. The end user cannot recall if the separation occurred at the upper or lower fitment.